Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the findings in b5, evaluation found the forceps met resistance upon insertion. The customer provided the cleaning, disinfecting, and sterilization (cds) process as follows: there was no foreign material found, and no abnormalities to their cds method. The customer did note that the scope was attached with tissue glue during operation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a blockage of the evis lucera gastrointestinal videoscope's biopsy hole. This occurred during reprocessing; patient was not under sedation. There was no delay or report of patient harm. The device was returned, evaluated, and crystals were found adhered to the inner wall of the channel tube near the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed crystalline material in biopsy channel could not be identified, and a definitive root cause of the issue could not be determined, however, due to an observed dent in the channel-tube, the forceps likely could not be inserted smoothly and foreign material remained. Olympus will continue to monitor field performance for this device.